Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the course of a total hip reimplant procedure, dr (B)(6) chose to implant a constrained acetabular insert. During the trial range of motion exercise, the constrained liner disassociated. The metal bipolar portion came apart from the poly insert which remained firmly in the shell. A second identical component was then implanted uneventfully.

Event description:
During the course of a total hip re implant procedure, dr (B)(6) chose to implant a constrained acetabular insert. During the trial range of motion exercise, the constrained liner disassociated. The metal bipolar portion came apart from the poly insert which remained firmly in the shell. A second identical component was then implanted uneventfully.

Manufacturer narrative:
An event regarding an intraoperative disassociation involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.